Event description:
It was reported that the user perceived slow insulin delivery and experienced hyperglycemia after eating and announcing the meal afterward, with device data showing glucose as high as 288 mg/dl and elevated values for about 4 hours; the event was attributed to a missed or delayed meal announcement rather than a device malfunction. Symptoms included hyperglycemia without reported acute complications. Outcomes included transient elevated glucose with no medical intervention, hospitalization, or use of backup therapy. Investigation included a review of synced device data and user interview. Investigation of this case revealed that glucose trends were consistent with a late meal announcement and subsequent correction. It was concluded that the device functioned as designed and that user timing of meal announcement contributed to the hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.